Manufacturer narrative:
The insulin pump was received with no blank display noted. The insulin pump powered up properly after battery installation, normal operating currents, no unexpected off no power, low battery, battery out limit or failed battery test alarms during our testing. However, the insulin pump has minor scratched lcd window, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no power on their insulin pump. It is reported that the customer tried to troubleshoot by replacing old batteries with new ones, but the device still remained unresponsive. The customer's blood glucose level was reported to be 115.2mg/dl. The customer was advised of the return policy. The device was reported to be returning and being replaced.